Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a reservoir leak on insulin pump. The customer blood glucose level was 288 mg/dl. The troubleshooting was performed. The customer was advised that their is no signs of any leaking currently. The customer was advised to call back if notices any wetness or actual leaking. No further information was reported.